Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer plugged the charger in then a puff of smoke came out and they then smelled a sulfer smell.

Manufacturer narrative:
Additional/updated information was added to reflect the charger being returned for evaluation. Subsequent testing verified the complaint of the unit having smell, but the complaint of the unit smoking could not be confirmed. Per the initial evaluation, a smell was noticed coming from the vent holes when the power was not on. Additionally, the ac receptacle was slightly pushed into the housing. The unit powered up normally; however, the output voltage increased to 28.85 volts with the empty light lit. An expanded evaluation was performed. Per the expanded evaluation report, no evidence of smoke, burning, or any odor was found in or on the charger. The connection for the power cable was confirmed to be slightly pushed into the unit, but it was still able to be accessed and used. The charger was powered on and connected to a test joystick and two batteries. The initial voltage of the batteries was measured at 21.81 vdc, and the amber light on the charger was lit, indicating that the batteries were empty. The charger was then allowed to charge the batteries overnight. After charging, the voltage of the batteries was measured at 27.26 vdc, and the green light on the charger was lit, indicating the batteries were ready and charged. Therefore, the charger worked as intended to charge the batteries.

Event description:
Consumer plugged the charger in then a puff of smoke came out and they then smelled a sulfur smell.